Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics.

Event description:
Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report.